Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr femoral component cat#: 183002, lot#: unk, biomet cc I-beam tray cat#:141221, lot#:unk, vanguard unknown knee patella cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. 0001825034 - 2018 - 09975, 0001825034 - 2018 - 09976, 0001825034 - 2018 - 09977, 0001825034 - 2018 - 09978. Product remains implanted.

Event description:
It was reported that the patient was diagnosed with uti four days after right primary total knee arthroplasty. No additional patient consequences were reported.